Event description:
In 9/93 the IV team began turning in these devices saying the sterile protective caps were found loose in the package or fell off in the process of opening the packages. This had been happening over several weeks prior, but the products had been discarded until a complaint was raised in a staff meeting. Product failure reports were sent to materials management in early october, the co was notified, and the rep was to pick up the problem products. Approx a dozen also were found with holes in the tubing creating the potential for blood exposure. The IV nurses initiate probably one-half of the IV's in institution. Rptr has no numbers to show how many problem devices were found by other personnel. Notices were sent to the nurse mgrs and the problem was discussed with the anesthesiologists. Some products were turned in. Rptr's concern includes the ease of contamination when the protective cap is missing or falls off. The waste of time repeating preparation of equipment and the cost of wasted equipment cannot be tolerated. Rptr has not been satisfied with the response from the co and have decided to no longer purchase this product.